Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced nausea and headache. The blood glucose reading at the time of the event was 500 mg/dl. Customer stated that she had a bad low and a bad high; which led to a heart attack. Diagnosed diabetes ketoacidosis. Customer was hospitalized for eight days. Nothing further reported.